Event description:
It was reported that prior to use with the bd vacutainer® sst¿ blood collection tubes, there was foreign matter in nine tubes. There was no report of patient impact.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B5: it was reported that prior to use with the bd vacutainer® sst¿ blood collection tubes, there was nine tubes that were collapsed and had foreign matter. There was no report of patient impact. D9: device available for evaluation: yes. D9: returned to manufacturer on: 03-jan-2024. H6: investigation summary: bd received 14 returned samples and 7 photos from the customer for investigation. Visual inspection of photos revealed embedded foreign matter in 5 photos, and a collapsed tube in 1 photo. Additionally, 14 returned samples were visually inspected. Embedded foreign matter was observed in 13 of 14 customer samples. Collapsed tube was seen in 1 of 14 returned samples. This complaint has been confirmed for both embedded foreign matter and collapsed tube. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with the bd vacutainer® sst¿ blood collection tubes, there was nine tubes that were collapsed and had foreign matter. There was no report of patient impact.